Event description:
On (B) (6), 2010, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch select meter would not power on. The reporter indicated that the alleged issue started on (B) (6) or (B) (6), 2010, at an unknown time. On (B) (6), 2010, at 8:00 am, the reporter claimed that the patient developed symptoms of shakiness and body aches. The reporter denied that the patient received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion. The reporter claimed that the patient developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.